Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Aspiration bottom sensor worn-out from normal use. A correction through a follow-up correction and removal fa01oct2010 was issued to include installing a new software (v4). The new v4 software released with fa01oct2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
The account stated that the cell-dyn sapphire analyzer generated an initial hemoglobin (hgb) result of 7.73 g/dl in the closed mode. The sample was run in the open mode and the hgb was 10.5 g/dl. The sample was repeated in the closed mode and a hgb of 10.7 g/dl was generated. There was no report of impact to patient management.